Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. Downstream occlusion, upstream occlusion and air in line tests were performed and all passed. Flow rate/ volumetric was tested three times with the rate set to 40 ml/hr and vtbi set to 20 ml with a run time of 30 minutes. All flow rate tests passed within device specification. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump under infused carboplatin. It was estimated that approximately 400 ml was remaining in the bag after two and a half hours and slow drips were noted in drip chamber. Per the reporter, the pump was" set correctly at 199 ml/hour, same as ordered rate". "Pump reported 536 ml had infused with 70 ml remaining in bag" during unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.